Event description:
The customer reported that the system will not make x-rays. No pt injury was involved.

Manufacturer narrative:
The ge rep found the x-ray tube was not working. The hi voltage cable for the cathode is jammed inside of the x-ray tube socket which means the socket is cracked. Replaced, assembled tube, x-ray, ext mount, 10 deg. Anode, carbon backed, 9600/9800, filter, plastic, cooling kit, 9" & 12", 9800, asm, cable, hi volt, standard, 9800. Performed a beam alignment and calibration, generator and calibration. System functional checked.